Manufacturer narrative:
One device was returned for repair for a "primary audible alarm will not clear" complaint. Visual and functional evaluations were performed. Verified complaint in device alarm history. There was no previous related service history. Buzzer also sounds very weak during power up. Probable cause was a faulty printed circuit board. The main printed circuit board was replaced. Also found cracks in the plunger casings and missing battery. Replaced left and right plunger casings and battery. Recalibrated sensors. Device passed all functional testing.

Manufacturer narrative:
E1: reporter address 1: (B)(6) hospital. B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited, ¿primary audible alarm will not clear.¿ there was unknown patient involvement.

Manufacturer narrative:
H2) correction: h7 and h9 corrected.